Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room and intensive care unit due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer experienced nausea, vomiting, abdominal pain, difficulty in breathing and severe headache. The insulin pump was on auto mode at the time of incident. The customer was treated with insulin drip and fluids. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.